Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Blood glucose level at the time of the incident was over 549 mg/dl. Customer stated that they got no reservoir connected on the pump and blood glucose went high. It was unknown whether customer was using the auto mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.